Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the universal soft ureteral stent was found to be torn upon opening the package. The device did not make patient contact, and there was no impact to the patient or users.